Event description:
It was reported to boston scientific corporation that a hemostatic clipping device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, part of the sheath became caught on the locking mechanism of the clip when the clip was placed. The physician bent the sheath against the scope and broke off an approximate 4 cm portion of the sheath. The 4 cm part of the sheath was left inside the patient connected to the clip and will pass naturally with the clip. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of sheath broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.